Event description:
It was reported to philips that the device experienced a defib failure. There was no patient involvement. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty therapy pca and capacitor. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the analysis, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. Upon conclusion of the initial investigation, it was reported that both the therapy pca and capacitor were replaced to resolve the reported issue. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to the original allegation. As such, it has been determined that the cause for the original failure was a faulty capacitor. The device remains the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a defib failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a defib failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defib failure. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty therapy pca and capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and capacitor. Both components were replaced to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Manufacturer narrative:
Provided device evaluation and coding.